Manufacturer narrative:
Additional information: e1 (telephone number) (B)(6). The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the balloon was inflated before inserting it into the endoscope, so the balloon got caught in the endoscope's channel or forceps elevator. The balloon was extend and retracted with the endoscope's forceps elevator raised, causing the balloon to rub against the forceps elevator. When inserting the device into the endoscope, the negative pressure created by the suction of the inflation device was not sufficient, so the balloon got caught in the endoscope's channel or forceps elevator. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
(1 out of 2) this is a customer inquiry received on (B)(6) 2025 by olympus japan from (B)(6) hospital located in japan reported by (B)(6). The inquiry has been initially received in japanese. According to the reporter, on (B)(6)2025, the following issue occurred: balloon broke while attempting to dilate the papilla in the ercp case. It did not fell off inside the body. The balloon was removed and replaced with the same product, and the procedure was completed. No health hazard. The pre-balloon had already been performed. When the malfunction occurred, the doctor did not feel any discomfort when operating the device with hand. The air pressure level did not raise and kept in a low status. (The value did not exceed the regulations.) Reportedly, this issue involves the following olympus product bd-vc431q-1240-20. According to the available information, this issue did not cause or contribute to a positive test culture, (suspected)infection, death; did occur during a procedure. The reporter stated that the device is expected to be returned. Reportedly, a customer letter is not requested. Balloon broke while attempting to dilate the papilla in the ercp case. It did not fell off inside the body. The balloon was removed and replaced with the same product, and the procedure was completed. No health hazard. The pre-balloon had already been performed. When the malfunction occurred, the doctor did not feel any discomfort when operating the device with hand. The air pressure level did not raise and kept in a low status. (The value did not exceed the regulations.) Combination tjf-260v 2001102. It was determined that the combination device was not required to be raised because it was clear that the reported event was caused by the malfunction of the device. Factory requests, etc. Please investigate the cause. Request to offset the expenses. Contact person for the facility: (B)(6). Translation of inquiry record determined as a complaint done by triage complaint evaluator (B)(6) fluent in english and japanese on (B)(6) 2025.